Event description:
It was reported that the patient experienced syncope due to loss of output and intermittent ventricular oversensing. The physician decided to disable the entire system and implant another one on the opposite side of the patient's body.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.